Manufacturer narrative:
Product ID 8709sc, lot# n276526003, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider via a device manufacturer representative on 2018-apr-16. It was reported that the hcp determined the catheter was leaking near the pump site but could not determine the actual location. The catheter was discarded and would not be returned for analysis. The patient's weight was provided. No further complication were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# n276526003, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving fentanyl (125 mcg/ml at minimum rate) via an implantable infusion pump. It was reported that the patient presented to the hcp's office on (B)(6) 2018 and reported that they had a dye study performed and the catheter was leaking at the pump site. A possibly contributing factor was that the pump was easily moved around in the pocket, according to the patient. After the dye study, the pump was put into minimum rate mode and the patient was going to be scheduled for a catheter revision. Surgical intervention was planned but not scheduled at the time of the report. The issue was not considered resolved. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.